Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/ manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 375cc saline breast implants which the left side deflated after implantation. Left side was flat when patient woke up. As a result patient had bilateral removal on (B)(6) 2019.

Manufacturer narrative:
On 6/18/2019, additional information indicated that patient underwent bilateral removal and replacement with another mentor saline devices. Device evaluation completed on 7/8/2019; during evaluation of the sample a parallel lines of shell wear were observed on the anterior and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed and it revealed a tear in the posterior view within siltex cracking, measurement approximately 0.3 cm .no other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).